Event description:
Philips received a complaint by the customer on the v60 indicating that when the sales rep visited the hospital for collecting the unit, the sales rep was told by a hospital medical engineer (me) that the ventilator was not stable and was requested to check the unit. The phenomenon was observed when the unit was being checked after using for a patient. It was reported there was no patient involvement at the time the issue was discovered. After further troubleshooting by the manufacturer's product support engineer (pse), it was confirmed that the reported phenomenon was not duplicated despite device checking. The device was confirmed to be operating per specifications and no failure was identified. Functional testing for the device was performed and it resulted in non-anomaly. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
H11: b5: ' tidal volume is not stable' philips received a complaint by the customer on the v60 indicating that when the sales rep visited the hospital for collecting the unit, the sales rep was told by a hospital me that the tidal volume is not stable and was requested to check the unit. The phenomenon was observed when the unit was being checked after using for a patient. It was reported there was no patient involvement at the time the issue was discovered.